Event description:
It was reported that during an unknown procedure, the problem happened during the clip loading, in the device jaws. The device did not touch the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Clips will not hold after placing.

Manufacturer narrative:
(B)(4).